Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of a low signal amplitude premature ventricular contraction (pvc) that resulted in unnecessary ventricular pacing with functional loss of capture (loc). Right ventricular sensing trend was noted to be stable. Subsequent information was received that anti-tachycardia pacing (atp) therapy was delivered to convert an arrhythmia that was detected in the ventricular tachycardia (vt) zone. Review of the episode noted the onset showed a pvc that was blanked due to occurring at the same time as the atrial pace, which, was followed by a ventricular pace in the t-wave. Further review was recommended to the physician. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.